Manufacturer narrative:
The event description stated that the distal tip of the turnpike snapped off in extreme calcification and was stuck in the proximal cap of a cto. There was no model or lot information provided. There was no returned product to evaluate. An investigation could not be completed due to the lack of information. Based on the information provided the most likely root cause is damage during use.

Event description:
The tip of the turnpike snapped off on a couple of occasions. On both, it was being used in an extremely calcific disease. In the most recent case it got stuck in a calcified proximal cap of a cto. This is associated to MDR 2134812-2017-00051.